Manufacturer narrative:
H3: product:97715, s/n:(B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt, analysis observed foreign material in the ports. Destructive analysis traced this to the feedthru of the implantable neurostimulator (ins). Product:977a260, s/n:(B)(6) was returned for analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #3 conductor was broken in the body of the lead at the silicone anchor site; 21 cm from the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The devices were returned with no device/therapy issue alleged and an in house failure was found.